Event description:
In (B) (6) 2006, I got a lap band from (B) (4) (B) (4) p/n 94832 rev 06 10/04 put in by (B) (6), md (B) (6). (B) (6). It worked perfectly. However I got a hernia and on (B) (6) 2009, I had to have it repaired. I weighed around (B) (6) at that time. He took out that band and replaced it with a realize band max fill 11cc rlz832, lot zkg88p, promising that this band was better. I had to have 11 mls of fluid put in this band to get any restriction and I have not lost any weight since. I don't feel like this band is better than the old band. I feel like I have wasted (B) (6) of hard earned money. With the old band I felt satisfied after only eating a small amount, I don't ever really feel full or satisfied with this band. It should only take about 4 to 8 mls to get restriction the fact that this band has 11 mls in it tells me something is not right. When and if I lose more weight, how many more mls of fluid can I put in it, if it is at max fill? Dr (B) (6) says he can put more in not to worry but this has to be off label use? If the card they gave me says max fill 11 mls. I am a research coordinator and would like someone to know about this. Dates of use: present, (B) (6) 2009 - (B) (6) 2010. Diagnosis or reason for use: obesity.